Manufacturer narrative:
Complaint conclusion it was reported that a .018 sv short 300cm st guidewire crossed with difficulty as it passed through a guide catheter. The site reported that the distal tip of the guidewire was damaged during these insertion attempts. The site reported that the guidewire was removed intact and that the procedure was completed with another device. There was no reported patient injury. The patient was undergoing a percutaneous angioplasty of one of his/her legs. Attempts to obtain further information such as target vessel/lesion characteristics or further procedural details were unsuccessful. A non-sterile unit of sv guidewires pgw .018 sv short 300cm st was received coiled inside of a plastic bag. Involved guidewire and torque device were received inside of the plastic bag. A fracture was observed at 1.5 cm from distal tip end also as consequence of the fracture the distal tip was separated from the guidewire. The catheter involved was not received for analysis. No other anomalies were found during visual analysis. The test was not performed since the guidewire was received fractured and it cannot proceed to functional test. The fracture found was analyzed under sem station and results showed that the fracture presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. No other anomalies were found during sem analysis. Lake region lot number 10312772 is cordis lot number 70813512. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10312772. This packaging lot contained (B)(4) units, which were shipped from lake region medical on september 16, 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as ¿guidewire / impeded¿ was not confirmed since the product could not be correctly evaluated due to the fracture found and also the involved catheter was not received for analysis. The other failures reported ¿distal tip / fractured-separated (peripheral)¿ and ¿distal tip / damaged-in patient¿ were confirmed as the condition as the product was received. The cause of the event experienced by the customer as well as the fracture found could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature and small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. Users are instructed to use fluoroscopy to determine the cause of resistance and during any remedial actions. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. It can also cause direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, users are warned to not allow the tip to remain in a prolapsed position in order to prevent damage to the guidewire tip. If any resistance is felt (due to vessel spasm, bent guidewire or guidewire entrapment) while manipulating or removing the guidewire; the IFU warns the user to stop the procedure. The user is instructed to not move or torque the device at this point and to first determine the cause of the resistance (with the use of fluoroscopy) before proceeding or taking any remedial actions. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. The reported ¿guidewire ¿ impeded¿ and ¿distal tip ¿ damaged¿ events could not be confirmed since the associated guide catheter was not returned and the product was received with a distal tip separation. However, the returned product did reveal evidence of reverse bending consistent with procedural and/or handling factors. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible procedural factors that may have contributed to the event. Neither the DHR nor the product analysis suggests that the reported failures could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
(B)(6). It was reported that a .018 sv short 300cm st guidewire crossed with difficulty as it passed through a guide catheter. The site reported that the distal tip of the guidewire was damaged during these insertion attempts. The site reported that the guidewire was removed intact and that the procedure was completed with another device. There was no reported patient injury. The patient was undergoing a percutaneous angioplasty of one of his/her legs. Attempts to obtain further information such as target vessel/lesion characteristics or further procedural details were unsuccessful. A non-sterile unit of sv guidewires pgw .018 sv short 300cm st was received coiled inside of a plastic bag. Involved guidewire and torque device were received inside of the plastic bag. A fracture was observed at 1.5 cm from distal tip end. The catheter involved was not received for analysis. No other anomalies were found during visual analysis. The test was not performed since the guidewire was received fractured and it cannot proceed to functional test. The fracture found was analyzed under sem station and results showed that the fracture presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. No other anomalies were found during sem analysis. Lake region lot number 10312772 is cordis lot number 70813512. Per lake region report c 14,807. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10312772. This packaging lot contained 375 units, which were shipped from (B)(6) medical on (B)(6) 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as ¿distal tip / damaged-in patient¿ and failure ¿guidewire / impeded¿ were not confirmed since the product could not be correctly evaluated due to the fracture found and also the involved catheter was not received for analysis. The cause of the event experienced by the customer as well as the fracture found could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature and small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. Users are instructed to use fluoroscopy to determine the cause of resistance and during any remedial actions. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. It can also cause direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, users are warned to not allow the tip to remain in a prolapsed position in order to prevent damage to the guidewire tip. If any resistance is felt (due to vessel spasm, bent guidewire or guidewire entrapment) while manipulating or removing the guidewire; the IFU warns the user to stop the procedure. The user is instructed to not move or torque the device at this point and to first determine the cause of the resistance (with the use of fluoroscopy) before proceeding or taking any remedial actions. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. The reported ¿guidewire ¿ impeded¿ and ¿distal tip ¿ damaged¿ events could not be confirmed since the associated guide catheter was not returned and the product was received with a distal tip separation. However the returned product did reveal evidence of reverse bending consistent with procedural and/or handling factors. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible procedural factors that may have contributed to the event. Neither the DHR nor the product analysis suggests that the reported failures could be related to the manufacturing process. Therefore no corrective or preventative actions will be taken.

Event description:
It was reported that a .018 sv short 300cm st crossed with difficulty because of difficulties of the guide to progress in the catheter. In withdrawing it, the distal portion was damaged. There were no consequences to the patient - another like device was used. Analysis of the returned device indicates the tip was fractured and separated. The procedure in question is a leg angioplasty. The event occurred during the procedure following the introduction of the guide. The guide is damaged during insertion, the guide for this procedure emerged intact from the patient without consequence for the patient.